Event description:
This is a report of a patient who experienced a leak while performing peritoneal dialysis (pd) therapy (details not provided). There was patient involvement; however, there was no patient injury, medical intervention, or adverse reaction indicated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the minicap transfer set was identified. The device was returned and is pending evaluation. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h13a10044 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was returned and evaluated. Visual inspection, leak testing, clear passage testing and clamp function test performed with no issues noted. Therefore, the reported issue could not be confirmed and the cause was not identified. Should additional relevant information becomes available, a follow up medwatch will be submitted.